Event description:
The customer observed both lower and higher than expected ammonia results predicted from a quality control fluid when using vitros clinical chemistry products ammonia (amon) slides on a vitros 5600 integrated system. (Obtained results of 113.6, 134.2, 330.4, 379.6, 448.6 and 113.5 mol/l vs. Expected result of 235.0 mol/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected on patient samples. There was no report of affected patient sample results; therefore no affected patient sample results were reported from the laboratory. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that lower and higher than expected vitros amon results were predicted from a quality control fluid on the vitros 5600 system following a preventive maintenance (pm) service action performed on the instrument. Historical vitros amon quality control data demonstrated acceptable performance prior to the pm activity. Acceptable vitros amon performance using the same slide lot was achieved following service/repair actions performed on the vitros instrument. A definitive root cause for the event could not be determined. However, investigation has concluded an instrument issue associated with the pm procedure to be the most likely contributing factor.